Event description:
It was reported that the customer was hospitalized due to hyperglycemia and a heart attack. The reported blood glucose reading was 223 mg/dl. Troubleshooting was performed, and it was found that the insulin pump had alarmed no delivery numerous times prior to the event. It was reported that the customer had attempted to change her infusion set, but the no delivery alarm persisted. During the prime test, the insulin pump alarmed no delivery. The insulin pump was primed without a reservoir in place, and the no delivery alarm did not occur. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.